Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection of the set noted the distal luer was missing. Further visual inspection of the separated tubing end observed insufficient solvent applied. No obvious damage or issues were observed on the rest of the set. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report of a tubing separation was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the IV pump tubing separated at the distal end where the tubing meets the luer lock, causing IV fluid to leak onto the floor. There was no patient harm reported.